Event description:
Pt having an infusion of d5w and .45% nacl with kcl 20 meq/l post hydration of chemotherapy treatment. Ivf bag was 1,000 ml. Rn was checking medications running and noted that almost the entire bag of d5w had infused. Pump module was set for 85 ml/hr for 4 hours. Rn checked alaris chamber to find a large crack on the top hinge. Pt's am basic panel was drawn at that time. When lab results came back, the md was notified and no new orders were obtained.